Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a generator change. Prior to the procedure, it was observed the right atrial (ra) lead had a high capture threshold. The ra lead was explanted and replaced on (B)(6) 2021. The patient experienced no symptoms related to this procedure.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. Analysis was normal. No anomalies were found.